Manufacturer narrative:
During the troubleshooting phone call, the issue was resolved and they were able to continue with the case normally after removing the imaging system and re-calibrating motion. No further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A subsequent full imaging system check-out was completed (not specific to this event) and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system was brought into the room and placed around the patient with the door still open, they noticed the pendant showed, "hold m to calibrate motion." The site didn't think it showed that message prior to bringing the imaging system into the room. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.